Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. The living legacy foundation is a cadaver skin bank and there were therefore no adverse events as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record for part number 00770100000, serial number (B)(6) determined the bottom roller and bottom roller gear were damaged. The bottom roller and gear was replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.